Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with two screws for a subtalar fusion on an unknown date. Reportedly on of the cannulated screw broke post-operatively after five months. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware.

Manufacturer narrative:
An engineering examination was conducted. The examination of the manufacturer documents, technical drawing and raw-material inspection sheet showed that the chemical composition, microstructure and mechanical properties are in compliance with the international standards. The dimensions were found to be in compliance with the technical drawings of the producer and ao/asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surface we can conclude that the implant had to absorb and neutralize forces for a large number of cycles that may have been greater than the tolerable load. Postoperative activities of the patient in combination with the location of the screw, tightly to the cortical bone, may have played a certain role as well. A failure resulting from either a material defect or the manufacturing process can be excluded.